Event description:
The customer reported that insulin was leaking past the o-rings from the reservoir. Troubleshooting was performed. The customer stated that the o-rings were spinning in the reservoir as she was loosening the plunger and leakage occurred during normal use. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusions can be drawn at this time. Further information will follow once the analysis has been completed.